Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. During troubleshooting with tandem's technical support (cts), cts suggested that the cartridge was removed prior to the pump instructing to do so. Reportedly, the user agreed that it was mostly likely the cause for the alarm. However, it was not confirmed. There was no impact to the user's blood glucose level.